Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that this occurred six months ago when the patient last felt the stimulation working. It was noted that the patient was unable to turn stimulation on with the patient programmer. It was noted that the patient reported getting good stimulation in the target area of both legs before the stimulation quit. It was noted that the patient did not report any stimulation when the implantable neurostimulator (ins) was turned on using a physician programmer; however, it was later realized that the voltage was still at 0 volts when it was turned on, so it was not clear yet if the patient could feel stimulation. It was noted that the physician programmer showed the ins had reset and there was no stimulation use showing. It was noted that the battery was showing ok but the longevity was displaying question marks. It was reported that the reporter was getting question marks in the impedance results. It was noted that a second impedance test was performed at a higher voltage of 2 volts and the impedance results were normal.

Manufacturer narrative:
Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1995, product type: extension. Product ID: 3982, serial# (B)(4), implanted: (B)(6) 1995, product type: lead. Product ID 7434a, serial# (B)(4), product type: programmer. Patient product ID 3982, serial# (B)(4), implanted:(B)(6) 1995, product type lead. Product ID 7496-51, serial# (B)(4), implanted: (B)(6)1995 product type: extension. (B)(4).

Event description:
Additional information stated ¿there were no device malfunctions identified other than the ins reset.¿ it was noted the patient was scheduled for a battery replacement on 2013-(B)(6). It was further reported the patient¿s replacement was to be rescheduled due to their insurance. A new replacement date was unknown at the time of report.

Event description:
Additional information stated the patient¿s battery was replaced. It was noted he was ¿doing great¿ at the time of report.

Event description:
Additional information found it was further reported a power on reset (por) had occurred.